Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the clinical staff reported that they were unable to access the pump reservoir in order to complete a fill. The patient reported an increase in pain as well.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 0.7 mg/ml at unknown dose via an implantable pump. It was reported tha the physician opened the pump pocket site for a pump replacement due to end of service (eos) and discovered the pump was flipped, the catheter was no longer connected and a portion of the catheter was coiled in the pump pocket site. The patient denies " flipping" the pump, falls, or any recent trauma. The catheter was replaced with a new catheter and connected to the new pump. The catheter access port was aspirated successfully. The issue resolved at the time of this report. The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2025; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-oct-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.